Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered two 10 unit bolus¿s from the mobile app. The customer's blood glucose (bg) level subsequently decreased to 49 mg/dl. Customer consumed carbohydrates to address bg. The customer received third party assistance from emergency medical services (ems), who monitored the customer until their bg level stabilized. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.